Event description:
Reporter indicated that she was informed by a staff member at the treating neurologist's office that a young female vns patient died shortly after vns implantation approximately 3 years ago. No other information was available. Good faith attempts for additional information from the treating medical professional have been unsuccessful to date.